Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID was not available for reporting. This report is for two unknown liss plate screws. Part and lot numbers were not available for reporting. Other¿UDI# is unavailable. Exact date of implant is unknown and was reported as an unknown date in (B)(6) 2014. Exact date of explant is unknown and was reported as an unknown date in (B)(6) 2015. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. (B)(4). The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reported an event in the (B)(6) as follows: it was reported that the patient underwent revision surgery on an unknown date in (B)(6) 2015 to address two broken screws and non-union of comminuted distal femoral fractures. The patient initially suffered open comminuted distal femoral fractures as a traffic accident on an unknown date in (B)(6) 2014. The fractures were initially stabilized with a spanning external fixator (ex-fix). The bone defect in the fracture region measured between 8 to 10 centimeters. Following initial stabilization, the patient underwent surgery on an unknown date in (B)(6) 2014 which included an open reduction internal fixation procedure, implantation of a liss plate and approximately 10 unknown screws, and application of bone cement with antibiotic beads following bone debridement. The first stage of masquelet technique was implemented at this time. On an unknown date in (B)(6) 2015, two unknown liss plate screws were noted to be broken on an x-ray. Due to the slow progression of new bone growth and the broken screws, revision surgery was planned. The revision surgery was performed on an unknown date in (B)(6) 2015 and included the removal of liss plate and associated screws. There was no allegation of complaint against the liss plate and intact screws. There was no report of original hardware fragments being left in the patient. The patient was revised with a 4.5mm variable angle locking compression (va-lcp) plate and associated screws. The va-lcp was combined with a proximal femoral corticotomy with the intention of using a callus distraction method to fill in the femoral gap. During this surgery an external fixator (ex-fix) device was applied. The non-viable bone graft from the initial surgery was removed and the bone defect was filled with an antibiotic loaded bone substitute. Please also see related (B)(4). This report is for two unknown liss plate screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.